Event description:
A assistant director via government agency reported that the lens implant broke during implantation into the eye. Additional information was requested and received stating originally scheduled procedure was completed on same day.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Information was provided that indicated the use of a qualified cartridge, handpiece, and viscoelastic. The root cause for the reported damage may be related to a failure to follow the instruction for use (IFU). The completed questionnaire indicated that the cartridge was only half filled with viscoelastic. The IFU instructs: the IFU instructs to completely fill the cartridge with ophthalmic viscosurgical devices (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The questionnaire indicated that qualified associated products were used. The lens remained folded in the cartridge for one minute. This is within the IFU recommended time range. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).